Event description:
It was reported that during implant attempt, the lead would not wedge in the vein, and pulled out during slitting. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)